Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df- header wire was found to be fractured. This is the most likely cause for the observed out-of-range shock impedance measurements. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--

Event description:
Boston scientific received information that the patient with this device was hospitalized post normal device follow-up due to high out of range shock impedance measurements: device history confirmed the values had been high since the previous month. The system was programmed to monitor only, until the revision procedure. During the revision, all lead integrity testing was normal: device header was observed slightly loose. The physician elected to explant the device and replace with another boston scientific product, while the chronic leads remained unchanged. All measurements with the new device returned normal in-range values. The explanted device is intended to be returned for a post market evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Event description:
--

Manufacturer narrative:
--